Event description:
Electrocautery unit sparking during a breast surgery being performed by dr. [Redacted] settings at 35 cut/ 35 coag, decreased to 30/30, but sparking continued. New machine brought in and the case continued without any additional sparking.